Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During the course of troubleshooting it was identified the customer was using the incorrect testing technique. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test with her adc meter due to the test not starting after the blood sample was applied. Customer experienced symptoms described as "lightheaded, shaky, dizzy, blurry vision" and was unable to self-treat. Customer was treated by her cousin with "orange juice with sugar". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs for the freestyle strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Caller reported the customer was unable to test with her adc meter due to the test not starting after the blood sample was applied. Customer experienced symptoms described as "lightheaded, shaky, dizzy, blurry vision" and was unable to self-treat. Customer was treated by her cousin with "orange juice with sugar". No further treatment was reported. There was no report of death or permanent injury associated with this event.